Event description:
It was reported that during an unk procedure, the device only cut for 1/3 of the length, then could not be moved forward. Cutting was not possible anymore and the staple line was not complete. Surgeon converted to open surgery to end procedure. No more info available. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.